Event description:
The customer reported that the telemetry device has a speaker malfunction with no audible sound and corrosion on ECG pins. The device was not in use on a patient at the time of the event.

Event description:
The customer reported that the telemetry device has a speaker malfunction with no audible sound and corrosion on ECG pins. The device was not in use on a patient.